Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire was stuck in the lead during placement. The physician decided not to implant that lead and a new one was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal conductor of the lead became extrinsically distorted due to pulling/st retching/overstress. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the guidewire tip bent inside the lead tip nose causing the guidewire stuck in lead and could not remove. If information is provided in the future, a supplemental report will be issued.